Event description:
The surgeon attempted to fire the stapler for the first time and the stapler did not fire at all. This stapler was removed for operating field and replaced with a new one and it worked without issue.